Event description:
The customer noted that too much fluid had been removed from the pt. On november 1, 2006, it was determined that the cause of the fluid removal was that the frangible pin on the bad had not been completely broken. The rn, nurse manager, confirmed that the pt had not suffered injury or required medical intervention.

Manufacturer narrative:
The device was not available for evaluation by the manufacturer. Service representative reported that the frangible pin did not look completely broken and fluid remained in the bag. During treatment three alarms for incorrect weight change in the dialysate bag alarmed. The machine removed an excess of 867 ml. The amount did not result in any medical intervention or any injury. MDR 9616240-2006-00483 was submitted for the machine.